Manufacturer narrative:
Additional information: h4: the lot was manufactured between june1-4, 2024. H11: two (2) actual devices and a photograph of a sample was provided for evaluation. Visual inspection was performed and leakage was not easily identified during the visual inspection on the returned samples; however, leakage was easily identified by initial visual inspection of the photo sample. Functional leak testing of the actual samples was performed and a leak was observed from the administration spike port bonding area for both samples. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This occurred after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.